Event description:
We are reporting 3 of the same device.first disposable failed and after removing from patient noted the balloon appeared to be fused in one area. 2nd and 3rd disposable were used and each time the thermachoice machine failed after third one failed immediately. Called the company rep and she came in to eval the situation. No resolve of problem after she spoke to mfg technical support. Several of our disposable cords were used during trouble shooting. In the cleanup process, the devices were not kept isolated in the correct packages so ID by staff was not possible. The mfg rep did give the first device # to her company but we have no access to that information at present.====================== health professional's impression======================staff doesn't know except for first device where the balloon was "fused."

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the sheath splitting could not be completed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the clip was fully deployed and the thumb advancer stroke and sheath splitting were complete. However, the sheath was stretched and its distal end was punctured by the clip tines, resulting in the clip being captured. The vessel locator wings were bent. The observed damage suggested that the device was difficult to remove after clip deployment; however, this was not reported. Based the investigation findings, the probable root cause for bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings when the clip was fired. The probable root cause for stretched sheath that was punctured by the clip tines during clip delivery is tight tissue tract. Instead of the tubeset sliding easily within the sheath while advancing the thumb advancer, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced, resulting in the sheath being stretched. Damaged locator wings and stretched sheath can interfere with the clip deployment and device removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.